Event description:
The user reported that when testing the cannula during preparation for its use, the occlusive balloon of the retrograde cardioplegia delivery cannula could not be inflated. There was no injury to the pt as a consequence of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.